Event description:
The customer reported that the image on the monitor rotated continuously. No patient injury reported.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable and no additional service information was provided.